Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when connecting the drainage port to the drainage tubing of an unknown prismaflex set, the entire port came loose from the bottom of a full 5l effluent bag. The customer reported that no force was applied to the port. The event occurred during treatment. Treatment was continued with a new effluent bag. There was no patient injury or medical intervention associated with this event no additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.